Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No low battery alarm noted and all operating currents are within specification. The insulin pump passed selftest. The insulin pump has cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Event description:
No blood glucose levels reported. The customer reported that one of the buttons of the insulin pump was unresponsive. The customer also reported that the insulin pump had low battery life. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.